Manufacturer narrative:
The information that provided about auto mode with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of the incident was over 600 mg/dl. The customer was treated in the emergency room and in an intensive care unit. The customer experienced symptoms such as positive results in ketones test, nausea, vomiting, and abdominal pain. It was unknown if the insulin pump was on auto mode. The customer stated that the self-test and the displacement test passed. The insulin pump will not be returned for analysis.